Event description:
Event description cpi received information that this bipolar lead was capped. The patient with an implantable pulse generator (ipg) and this lead had an open heart procedure, during the procedure the lead was destroyed. The lead was functioning appropriately until after the surgery. The physician elected to perform an invasive procedure to replace the lead and the ipg, when explanting the ipg he found blood in the header.